Manufacturer narrative:
(B)(4). The outcome of the event of peritonitis was unknown. The problem was not confirmed and the cause of the peritonitis was not determined, as no sample was returned for evaluation. A batch review was conducted for potentially associated lot numbers: h12d09116 and h12c27037. No exceptions were observed that were related to the reported condition.

Event description:
On (B)(6) 2012 global pharmacovigilance received notification from a peritoneal dialysis (pd) nurse of peritonitis in a patient. It was reported that in (B)(6) 2012, the patient was diagnosed with peritonitis despite an asymptomatic presentation. The cause of the peritonitis was unknown. It is unknown if the peritonitis was related to dianeal solutions, or to any baxter device or disposable part. No further information was provided.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.